Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of scabies (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient with one syringe of juvéderm® ultra plus. The next month, the patient was injected in the lips with 0.3 cc of juvéderm volbella® xc. Six months later, patient developed ¿hives and scabies," deemed not related to the device, and the lips became ¿swollen and lumpy.¿ the patient was given oral prednisone and antibiotics 2 months later. The patient then received 450 units of hyaluronidase in the lips. The event is ongoing.